Event description:
It was reported that the patient passed away due to multi-system organ failure. The outcome was considered device or therapy related. An autopsy was not performed. It was later communicated that the patient had a prolonged, complicated hospital course which started in (B)(6). During that month they had septic physiology with bowel obstruction leading to an incarcerated hernia requiring exploratory laparotomy. They suffered with encephalopathy of unknown etiology which caused respiratory failure necessitating intubation. They also suffered with renal failure requiring dialysis, cardiogenic shock and right heart failure requiring pressors, inotropic support, and nitric oxide. On (B)(6) 2026, there was concern for infected tunneled line requiring replacement of this line. After multiple family meetings and discussion with patient and family, patient declined further treatment and was transitioned to comfort care. The device operated as expected and there were no known issues with the heartmate 3 (hm3) pump, components, or equipment.

Manufacturer narrative:
Section h6: additional patient clinical signs, symptoms, and condition codes: heart failure/congestive heart failure 4446. Event date estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management", lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.